Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the ventricular lead exhibited low impedance. The physician elected to take no action at this time. No patient symptoms were reported. The patient would continue to be monitored.